Event description:
(B)(6) clinical study. It was reported that following a percutaneous coronary intervention procedure, cardiac chest pain occurred. On (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina. The patient was referred for cardiac catheterization on the same day and the index procedure was performed. Target lesion #1 was located in the mid left anterior descending artery with 70% stenosis, a length of 14 mm, and reference vessel diameter of 2.75 mm. It was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent, following post deployment the residual stenosis was 0%. The same day post index procedure, the patient experienced chest pain of cardiac origin. No action was taken for this event. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).